Event description:
It was reported that the event occurred in the hospital. Insertion site was a femoral block. After removing the catheter, it was observed to be shredded. As a result, there was not another attempt at the procedure. No medical/surgical intervention was needed. There was no report of delay or interruption in therapy. There was no report of patient death or injury. The patient outcome is the patient is fine.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.